Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of inflow cannula malposition and outflow graft narrowing could not be confirmed as no images were submitted for review and the device remains in use. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for these alarms could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer and no further detail was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, is currently available. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. This section also contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 of the IFU, ¿system monitor¿, explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. The IFU notes that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that a computerized tomography angiography (cta) was performed, and device malposition related to a greater than expected angulation of the inflow cannula towards the interventricular septum was observed. Additionally, mild luminal narrowing of the proximal outflow tract was observed that was thought to be secondary to bio debris.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a request for a low flow controller. The patient experienced positional asymptomatic low flow alarms while sleeping. A computerized tomography angiography was performed that showed pump malpositioning. A right heart catherization was also performed and the results were unrevealing. Outflow graft obstruction was ruled out.